Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-dec-2017 with the following findings: a review of the pump¿s black box data showed that a replace cartridge alarm was confirmed followed by a pump not primed warning which was unconfirmed until a replace battery alarm occurred. The pump¿s ¿ez-prime¿ steps were performed correctly and all the electrical current draws measured within specifications. A pump not prime warning was duplicated; the pump gave the appropriate audible and visual ¿pump not primed¿ warning.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.